Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect and clean various components of the pump, ensure the cartridge was properly attached, and follow the on-screen instructions to complete the loading process. However, the issue persisted, and the customer was referred for further troubleshooting.